Manufacturer narrative:
Manufacturer's reference number: (B)(4) during an internal review on 08-apr-2022, it was noted that the correct alert date is (B)(6)2022, instead of the previously noted date of (B)(6)2022. Therefore, a new bwi article summary guidance form has been attached with a corrected awareness date of (B)(6)2022.

Manufacturer narrative:
This complaint is from a literature source. The following literature cite has been reviewed: berruezo a, penela d, jáuregui b, soto-iglesias d, aguinaga l, ordóñez a, fernández-armenta j, martínez m, tercedor l, bisbal f, acosta j, martí-almor j, aceña m, anguera I, rossi l, linhart m, borràs r, doltra a, sánchez p, ortiz-pérez jt, perea rj, prat-gonzález s, teres c, bosch x. Mortality and morbidity reduction after frequent premature ventricular complexes ablation in patients with left ventricular systolic dysfunction. Europace. 2019 jul 1;21(7):1079-1087. Doi: 10.1093/europace/euz027. Pmid: 30904923. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the lot number was not provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: berruezo a, penela d, jáuregui b, soto-iglesias d, aguinaga l, ordóñez a, fernández-armenta j, martínez m, tercedor l, bisbal f, acosta j, martí-almor j, aceña m, anguera I, rossi l, linhart m, borràs r, doltra a, sánchez p, ortiz-pérez jt, perea rj, prat-gonzález s, teres c, bosch x. Mortality and morbidity reduction after frequent premature ventricular complexes ablation in patients with left ventricular systolic dysfunction. Europace. 2019 jul 1;21(7):1079-1087. Doi: 10.1093/europace/euz027. Pmid: 30904923. Objective/methods/study data: this is a prospective multicentre study including 101 consecutive patients with left ventricular systolic dysfunction and frequent premature ventricular complexes who underwent premature ventricular complexes ablation before november 2015. The last evaluation performed was considered the long-term follow-up evaluation. Mean follow-up was 34 ± 16 months (range 24¿84 months). Ablation was successful in 95 (94%) patients. Lot, model and catalog number are not available, but the suspected biosense device possibly associated with reported adverse events: navistar or smarttouch. Concomitant other biosense webster devices that were also used in this study: carto system. Concomitant non-biosense webster devices that were also used in this study: n/a . Adverse event(s) and provided interventions: there were 7 procedure-related complications that resolved without requiring surgical intervention: qty 2: femoral pseudo-aneurism. Qty 1: arteriovenous fistula. Qty 1: atrioventricular block. Qty 3: pericardial effusion, two of them requiring pericardiocentesis.